Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 411 mg/dl at the time of the incident. The customer¿s current blood glucose value was 492 mg/dl. Troubleshooting was done. The insulin pump will be returned for analysis.